Event description:
It was reported that high impedance readings were noticed from the atrial port. Setscrew issue suspected.

Manufacturer narrative:
The reported field event was confirmed. The cause of the anomaly was epoxy on the atrial contact spring which prevented contact between the connector block and the atrial lead. Epoxy was also found on the v is-1 spring and in the v is-1 bore. The v is-1 bore did not pass the setscrew engagement test.

Manufacturer narrative:
No medwatch form was received. The reported field event was confirmed was confirmed. The cause of the anomaly was epoxy on the atrial contact spring which prevented contact between the connector block and the atrial lead. Epoxy was also found on the v is-1 spring and in the v is-1 bore. The v is-1 bore did not pass the setscrew engagement test.